Event description:
It was reported that since the patient had his implantable neurostimulator programmed two to three days ago, when standing upright ¿it jumps up¿ by itself from 3-4 to 6-7. The patient first noticed the problem the day prior to this report. The patient was manually able to adjust stimulation and he got stimulation to his preferred settings using the patient programmer. It was noted the patient had felt stimulation in the stomach and groin area before the reprogramming, but that was no longer an issue.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# unknown; product type lead. (B)(4).